Manufacturer narrative:
(B)(4). There was no reported alleged device malfunction. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, the patient experienced painful insertion. Patient's mother treats the affected area prior to sensor insertion with the following prescription numbing cream(s), lidocaine and prilocaine. Date of medical intervention is unknown. Date of prescription is unknown. No additional event or patient information is available.